Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was previously generated to cover the short condition for bipolar pacing catheters for product nonconformance with moderate, major, or critical severity. Additionally, a CAPA was generated to address the pacing difficulty failure effect for bipolar products with full open, intermittent, and short conditions. The root cause was related to manufacturing. Corrections to the h6 codes investigation findings and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed. The reported event of pacing issue was confirmed. Continuity testing found that a short condition occurred in the catheter body. Cut down was performed and revealed that the insulation of both lead wires was missing between 17.1 cm and 18.3 cm from catheter tip. This condition allows to make contact with both wires and cause short condition. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. No visible damage was observed from catheter body, balloon, windings, and returned syringe. Further evaluation regarding related quality issues is under investigation. Lot number was previously unknown, but later identified from the label of the returned product . Lot number is 64609277. A device history record review was completed and documented that device met all specifications upon distribution. Corrections to the h6 codes type of investigations were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation when received. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter was unable to pace from the beginning of use after the catheter insertion. The issue was resolved by replacing the catheter. The kind of surgery and examination the catheter was used for or whether the patient had cardiac conduction defect were unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.